Event description:
The patient reported that their v-go fell off. The patient stated that the device fell off when they were sleeping. The device was on the back of their right arm. Additional information obtained from the patient stated that the device fell off after ten hours of wear and it was their first day of using v-go. The patient reports following directions as stated in the v-go manual; skin cleaned, wiped with alcohol pad, dried, applied to skin, fingers rubbed/pressed along the adhesive edges. She did not press the needle release button. When the device fell off the needle was exposed. She did not reapply the device after it fell off. She decided to wait until she contacted the trainer to make sure it was applied correctly. It was reported that the device was available for return to the manufacturer for evaluation. However, to date, has not be received.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the device fell off event complaint. Device #(B)(6) was received and inspected. Due to the used condition of the foam pad upon receipt, the original adhesion properties could not be verified. Functional tests were performed. The adhesive pad was probed and verified that there was a moderate amount of adhesion remaining. Testing verified that the adhesion strength was sufficient. The complaint about this device could not be confirmed.